Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09g0s, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va04wp6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported during implant the set screw would not tighten down on the lead. It was stated a new implantable neurostimulator (ins) was opened that worked. It was later reported the set screw would not hold the lead in place and the new ins was implanted.